Event description:
Customer states that act 5diff wbc lyse was leaking when the shipment was received. There was no contact with eyes, mouth, or open wounds. No death or injury occurred and medical attention was not sought.

Manufacturer narrative:
The leak was located in the middle of the shipment on the pallet; no other products were damaged. There was no service dispatched for this event. Customer was provided with a replacement order of wbc lyse.